Event description:
On (B)(6) 2020, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultra mini meter was reading inaccurately high compared to her feelings and/or normal results. The complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient reported that the alleged issue began at 3 p.m., on (B)(6) 2019. The patient alleged obtaining a blood glucose reading of ¿141 mg/dl¿ on the subject device which she felt was high compared to her feelings and/or normal results. Prior to the alleged issue, the patient managed her diabetes with a combination of medications (type and dose not specified) and she denied making any changes to her usual diabetes management regimen in response to the alleged issue. The patient advised that after obtaining the alleged inaccurately high blood glucose reading, she ¿felt tired¿, that she ¿fell asleep watching t.v¿ and that sometime later, her daughter tried calling her but was unable to get a response. The patient¿s daughter then called the paramedics who attended at an unknown time on (B)(6); tested the patient¿s blood glucose using their own device, reportedly obtained a blood glucose reading of ¿30 mg/dl¿ and subsequently ¿rushed the patient to hospital¿. The patient reported that in the emergency room, she was treated with an unspecified dose of dextrose by a health care professional and that her usual medication was changed to lantus, 15 units; humalog on a sliding scale and metformin, 1 mg both morning and night. At the time of troubleshooting, the csr noted that the unit of measure was set correctly on the subject meter. The csr also noted that the patient did not have testing supplies available to test the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly received hcp treatment for an acute low blood glucose excursion after obtaining the alleged inaccurately high blood glucose reading.